Manufacturer narrative:
Service order report, (B)(4), feedback: the service technician cleaned and tested all the pressure sensors. The system checkout procedure was then successfully completed. The information contained in this service order report does not affect the codes that were reported in the initial medwatch for this complaint (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d359 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, pressure dome membrane leak. No trend was detected for this complaint category. However, a corrective and preventive action has already been initiated for the investigation of pressure dome membrane leak. Service order report, (B)(4), is still pending. A supplemental report will be filed when the service order report is complete. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to the manufacturer.

Event description:
The customer called to report a blood leak from the system pressure dome just after purging air with 289ml of whole blood processed. The customer stated that there were no prior alarms. The customer reported that the system pressure reading on the monitor was staying in the 200-300 mmhg range after purging air. The customer reported that she thought this was a little high, and looked down at the system pressure dome, at which point she spotted the leak. The customer then aborted the procedure and did not return the blood to the patient. The patient was reported to be in stable condition. Service was requested. The kit was not returned for investigation.